Event description:
Crew responded to a chest pain call. Pt found sitting on couch. Pt was treated along with monitoring with lp10. Crew stated the lp10 was working fine in pt's residence. Pt was then put into the ambulance for transport. Monitor screen went blank and would not return.